Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose rose to approximately 1000 mg//dl while wearing the pod between 4 and 24 hours. The patient was on an aeroplane flying to (B)(6) and began to feel unwell, reported symptoms include weakness, nausea and vomiting, the patient was taken to hospital and admitted upon landing. The patient was treated with 3 bags of fluids and insulin. The patient was discharged on (B)(6) 2026.